Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was partially confirmed, the device evaluation found that the e315 scope error could not be confirmed or reproduced; however, the reduced angulation was confirmed due to the angle wires being stretched. Additional findings include the following: the down angle was tight and the torque was 77 centinewton-meter which was greater than the standard value, the protector was damaged, the video cable was worn, and the nozzle was deformed resulting in an unsmooth air / water supply. The investigation is ongoing, a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the colonovideoscope had an e315 error code and reduced angulation. The issue was found during maintenance, the intended procedure was completed with a similar device, and without delay. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction, the e315 scope error code.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported e315 error-scope error issue could not be reproduced or confirmed and the root cause of the reported event could not be determined. The event can be detected by following the instructions for use section below: -inspection of the endoscopic image olympus will continue to monitor field performance for this device.